Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 42 mg/dl. Customer treated low blood glucose with glucose tablets. Customer did not stated any symptoms related to low blood glucose. The auto mode feature was active at the time of incident. No further patient complications were reported. Troubleshooting was not performed. The device will not be returned for the analysis.